Event description:
Patient reported unknown side brain fog, fatigue, autoimmune disease, pain, tingling in fingers, poor hand coordination, hand locks up, pain in breasts, muscle aches, blurry vision, lipedema, lumps on both breasts, and a leak on an unknown side found on a sonogram. The events of brain fog, fatigue, autoimmune disease, tingling in fingers, poor hand coordination, hand locks up, muscle aches, blurry vision, lipedema, and lumps on both breasts are non device related. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture, pain; not device related reasons: autoimmune/connective tissue-symptoms, malaise, sensation increase/decrease, lump/nodule, myalgia, varied injuries.

Event description:
Patient reported unknown side brain fog, fatigue, autoimmune disease, pain, tingling in fingers, poor hand coordination, hand locks up, pain in breasts, muscle aches, blurry vision, lipedema, lumps on both breasts, and a leak on an unknown side found on a sonogram. The device remains implanted.